Manufacturer narrative:
The agent reported revision surgery du to dislocation. Male 68. Complaint has been evaluated and is similar to report number 1644408-2021-01214; 509-00-432, s803 - dislocation, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery due to dislocation.